Event description:
It was reported that this right ventricular (rv) lead exhibited insulation break noted near the header during device changeout. The measurements were stable prior to lead manipulation. The lead impedance is low and out of range. This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited insulation break noted near the header during device changeout. This rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.